Event description:
It was reported that the patient never had therapeutic effect. There was a shocking or jolting sensation reported. The implantable neurostimulator (ins) hadn¿t been working for years. The ins didn¿t cover the area of pain it needed to cover. The patient just shut off the ins because their complex regional pain syndrome (crps) was spreading more and more. At least the ins didn¿t shock the patient. The ins shocked the patient ¿badly all of the time¿. It was confirmed both the issue with coverage and the shocking was present since implant. The healthcare provider (hcp) wanted to replace the ins but the patient declined to have another surgery. The patient was considering a pain pump but was also looking into a clinical study which would entail a pet/MRI scan. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 399930, lot# v017486, implanted: (B)(6) 2007, product type: lead; product ID 399930, lot# v017486, implanted: (B)(6) 2007, product type: lead. (B)(4).